Event description:
It was reported that stent damage occurred. A promus elite drug-eluting stent was selected for use; however, stent proximal deformation was noted. There were no patient complications nor injuries reported.

Manufacturer narrative:
Date of event: used the first day of the month of the aware date as no event date was provided.

Manufacturer narrative:
B3: date of event used the first day of the month of the aware date as no event date was provided. E1: initial reporter phone number: corrected to (B)(6).

Event description:
It was reported that stent damage occurred. A promus elite drug-eluting stent was selected for use; however, stent proximal deformation was noted. There were no patient complications nor injuries reported.